Manufacturer narrative:
Device evaluation: creases fold, delamination of the valve and yellow particles inner device. Leak test and microscopic analysis was performed which identified: delamination total of the valve and wear abrasion. Based on the device analysis the final assessment is: a delamination total of the valve (adhesive failure).

Event description:
Health care professional reported "right side deflation". The device has been explanted.

Event description:
Health care professional reported "right side deflation". The device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Health care professional reported "right side deflation". The device has been explanted.